Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had met elective replacement indicator (eri) early. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant products: 5076 implantable pacing lead 2008 (B)(6). (B)(4).